Event description:
The rondo 2 audio processor was received by service and repair and upon preliminary investigation a damaged housing and leaking battery was noted. According to the repair request form, the device was returned because the welding seam was broken. To date no injuries have been reported.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. The damage to the coil and the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 2 audio processor was received by service and repair where upon preliminary investigation a damaged housing and leaking battery was noted.